Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-04273, and 3005099803-2011-04274 address these devices. It was reported to boston scientific corporation that two radial jaw 3 hot single-use biopsy forceps were used during colonoscopy with polypectomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, there was no energy noticed coming from the end of the forceps. The device was removed from the patient and from service. The active cord and generator were switched and a second radial jaw 3 hot single-use biopsy forceps was inserted but the same issue occurred. The device was removed from within the patient and from service, and the procedure was completed with a non cautery forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Concomitant medical product: erbe - generator and active cord. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).